Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.